Manufacturer narrative:
Per medical records received (tavr procedure discharge summary), the patient has history  of avr/mvr/CABG (2006), redo mvr/tv repair/CABG (2015) and valve-in-valve (viv) tavr with 20mm s3 valve (2017).  Approximately one year and 8 months post viv procedure, the patient was admitted with worsening shortness of breath (sob) and found to have ¿significant aortic stenosis.¿ the 20mm s3 and previous surgical valve were explanted and a new surgical was implanted with no listed complications. The patient was discharged in stable condition to skilled nursing facility on post-operative day 8 (pod8). Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause of the valve stenosis could not be determined based on the information received. However, it is possible that patient factors (patient-prosthesis mismatch, history of multiple valve replacement procedures for the mitral and aortic valves) and the progression of pre-existing disease processes may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported from implant patient registry (ipr), approximately 1 year and 8 months post transcatheter aortic valve replacement (tavr) with a 20 mm sapien 3 valve in the aortic position via transfemoral approach, the valve was explanted and a surgical valve was implanted. The reason for the explant is unknown at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.